Event description:
It was reported that a spectrum pump had a failed psi (per square inch) test during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem 'failed per square inch test' was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification force sensor reading. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.